Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a minimum fill notification occurred with multiple cartridges during the load sequence. The customer reverted to an alternate method of insulin therapy. Additionally, the customer reported high blood glucose (bg) level of 535 mg/dl. Customer administered a manual injection to address high bg.